Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that screen got very dimmed and hard to read. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Customer stated that the screen was unreadable and very dimmed on the insulin pump screen. Customer states the scratch was not on the lcd screen. The extent of the scratch was dimmed light. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with partial display with dimmed and grey washed out coloring on the background, fault isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. Device was also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.